Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 63 alarms noted during testing. Hardware low level failures alarm was confirmed in the formatted history file due to cold solder joint at u1 keypad assembly. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm and also able to rewind insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.